Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 243 mg/dl and 68 mg/dl; 308 mg/dl, 171 mg/dl, and 124 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.